Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device info.

Manufacturer narrative:
Additional information: the screw was returned for evaluation. Macroscopic examination confirms mas broken approx. 4-5 threads below screw head. Microscopic examination of fracture surface revealed a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to high-cycle fatigue. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a l3-s1 decompression and a posterolateral fusion with pedicle screws. Due to the recurrence of severe low back/leg pain and imaging studies showing l2-l3 adjacent level degeneration with instability, the pt was admitted for revision surgery approximately 10 months post op. During the revision surgery, the pedicle screws were removed. It was found that all screws were having good bony purchase. On the left at s1, it was noted that the screw was broken at the level of the mid-shaft. Pre-op CT was analyzed and looked like there was a breakage in the screw preoperatively. This screw was quite deep in the pedicle and the surgeon elected to leave the screw in place. The l5-s1 level was inspected. There was no evidence of any movement and the CT showed reasonably solid bony fusion at l5-s1 facet joints. The screw was left in. There were no complications reported with the surgery and the pt was taken to the recovery room in a stable condition.